Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. B5, d4 (unique identifier (UDI) #), g3, h6 (patient, device, component). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient was prepped for an ultrasound-guided tcc dialysis catheter placement procedure using hemostar. Prior to the procedure, the tearable sheath was allegedly found missing. The procedure was completed using another device. There was no patient contact.

Event description:
On (B)(6) 2025 a patient underwent a procedure for the placement of a dialysis catheter using an ultrasound-guided tunneled cuffed catheter. During the procedure, a tear in the sheath was discovered during the implantation process. The procedure was successfully completed with the use of an alternative device. There were no reported injuries to the patient.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.